Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. There was no mention of pocket site relocation; however, the report stated that the patient had lost weight and that the alleged pain at the ipg pocket site did resolve after the revision took place.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg site to be uncomfortable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.